Manufacturer narrative:
No unexpected no delivery alarm during testing. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose readings. Customer was hospitalized for pneumonia. The customer mentioned delivery issues but stated that it was not a no delivery alarm. The customer is now on injections and off the pump. The customer declined to troubleshoot. The product was returned for analysis.